Event description:
Additional information received from the manufacturer's representative (rep) on 11-nov-2016 reported that the cause of the high impedances was unknown. It was also reported that the issue had not resolved, but the device was still in use by changing the setting.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 977a160, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The health care provider (hcp) reported via the company representative (rep) that at the implantable neurostimulator (ins) implant procedure after a surgical trial procedure, high impedances were partly confirmed. High impedances with #1, #2, #4, and #7 were partly observed for one of the two leads. Impedance measurements were: 0 & 1 >10,000; 0 & 2 >10,000; 0 & 4 >10,000; 0 & 7 >10,000. There were no x-ray images available. Impedance measurement prior to procedure showed within normal range (700-1000 ohms) for both leads. Although it was considered that some cause of high impedance occurred during procedure, there was no risk observed during procedure. Troubleshooting was performed. Impedances were measured multiple times at the end of the procedure on (B)(6) 2016. The ins connector of the lead was wiped, and lead connector part was shifted, however, high impedance persisted. Stimulation was not adjusted yet since the patient was under general anesthesia. The issue was not resolved at the time of this report. No surgical intervention occurred, nor was planned. Ten days later the rep reported that no further interventions taken to resolve the issue have been reported. The indication for use included intractable chronic pain. Past medical history included: post sacred bone cyst procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.